Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was addressed in the newest version of software which incorporated a fix for this anomaly. A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional.

Manufacturer narrative:
The logs for the navigation system were evaluated by medtronic personnel. It was reported that the behavior was found to be consistent with a known issue in the medtronic navigation software anomaly tracking database. However, records of the occurrence were not added as a software update was released to resolve the reported issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation into the root cause of the anomaly has been performed, but one is anticipated.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system was unable to load the application software. It was reported that an error message stating "the application is unable to recover from low performance. The application must shut down" appeared on the unit. The navigation system was merging two images when the issue occurred, and the software reverted to the login screen. The reported issue happened again when building models.